Event description:
Philips received a complaint on the v60 ventilator, indicating that the nav-ring is not functioning. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: according to the servicemax case, work was completed by another field service engineer (fse). Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 02/27/2023, 03/22/2023 and 05/10/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00061. All information from the original report(s) has been transferred to this report.